Event description:
It was reported the pt no longer has stimulation and the ips was unable to communicate with the external devices. Reportedly, the pt has not charged or used the system for over a year. Follow up identified the sjm representative met with the pt and confirmed the ipg would not communicate with replacement external devices. It was reported the physician may undertake surgical intervention at a future date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.